Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the blood before further inflation attempts were made. The device was removed from the bath. The balloon was again attached to an inflation device and liquid was observed to be leaking from the balloon. A longitudinal tear was identified starting mid balloon and extending 5mm distally. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located at the mildly tortuous and moderately calcified proximal right coronary artery. A 3.00x10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the device had difficulty in crossing the target lesion. After crossing, the balloon was inflated but ruptured during the 1st inflation at unspecified pressure for 5seconds. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The (B)(4) stenosed target lesion was located at the mildly tortuous and moderately calcified proximal right coronary artery. A 3.00x10mm flextome(tm) cutting balloon(tm) was selected for use. During the procedure, the device had difficulty in crossing the target lesion. After crossing, the balloon was inflated but ruptured during the 1st inflation at unspecified pressure for 5-seconds. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.